Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported seeing their manufacture representative (rep) on (B)(6) 2015 who confirmed the implantable neurostimulator (ins) had depleted as of the week before. The patient was not sure when it stopped working, noting she threw the programmer away ¿a while ago.¿ on (B)(6) 2015, the healthcare provider (hcp) reported the patient reported the device was not hooked up properly and was not working. The device reportedly ¿never worked,¿ noting that the patient said the device was checked and it was confirmed. The hcp did not know who checked the device and was not certain of the ins status. On the following day, the hcp reported that the ¿therapy did not work.¿ the hcp clarified that the patient met with the rep stating the ins was dead and the leads were connected. Additional information received from the rep also reported that they never said the ins was not connected properly or that it did not work. The rep confirmed the ins was out of battery life, noting the patient reportedly stated it worked fine the first few weeks after implant and then after she did not achieve symptom relief. Additional information received from the hcp reported that the battery and lead were removed because it was not working. The electrodes broke from the lead and remained implanted in the patient. See manufacturing report 3004209178-2015-25430.